Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: image noise occurred due to damage to the imaging unit, and b30 scope communication error occurred due to a data error in the scope ID. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited image noise and a scope communication error b30. There was no patient involvement.